Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the customer states this is a new chair but didn't have the serial number. She states the wheel came off of the tire and this happened on the last hair the customer has as will.